Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, (B)(6) received a complaint for the following complaint product code :286840000, lot number nw183718. The device was returned under (B)(4), however devices were previously received for this complaint. It is unknown what the complaint description is.

Manufacturer narrative:
Product complaint # (B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.